Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: they "noticed something some unexpected results in analyzing ck, so they draw two stt and performed parallel two ck value measurements for the same patient ( cat. No. 367957) with a huge discrepancy on results. The samples have also been tested in the largest chc zagreb. First assumption was that preanalytical factors have caused the discrepancy but now a similar situation happened again- still waiting for results and lot number."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for erroneous results was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results-ckmb) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Bd does not have the capability to evaluate ck via clinical investigation at this time. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: they "noticed something some unexpected results in analyzing ck, so they draw two stt and performed parallel two ck value measurements for the same patient ( cat. No. 367957) with a huge discrepancy on results. The samples have also been tested in the largest chc zagreb. First assumption was that preanalytical factors have caused the discrepancy but now a similar situation happened again- still waiting for results and lot number."